Manufacturer narrative:
Please be aware that as per further received information it was confirmed that reported event is related to ortho solutions laboratory drill not a stryker drill. Based on that information MFR report # 0008031020-2019-00335 is considered to be closed.

Event description:
The drill bit broke off during surgery.

Manufacturer narrative:
Correction: (lot #). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the reported lot number was incorrect. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The drill bit broke off during surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition is unknown.

Event description:
The drill bit broke off during surgery.